Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent a left knee revision due to pain. The surgeon reported the patella was well-fixed, had no wear, and was retained. He noted the femoral component was removed with osteotomes, also with no significant bone loss. The surgeon indicated the tibial component was removed with flexible osteotomes and no significant bone loss.

Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2015-35994). 1818910-2019-124484 is being retracted as it is a report duplication. Original MFR-(1818910-2015-35994) will be kept for investigational purposes.